Manufacturer narrative:
Upon completion of the investigation, it was noted that the product was received in (B)(4) the november 6th, 2015. The product was tested and the issue reported by the customer was confirmed. The product was forwarded to our supplier hmt. The investigation on the supplier detected that the transmitter was broken, front panel damaged and one led at transmitter damaged. Coil feets, front panel and the defectuous led has been replaced, and programmer works again. A DHR review was performed for the vpv programmer 82-3192, s/n: (B)(4) (lot#clccdr), and the lot met specifications when released on february 19th, 2010. The root cause of the problem is due to a suspected user error, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
510(k) #s: k061876 & k050739. Gtin: (B)(6). Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2015, the setting of a vlave was adjusted using the device with the packaged valve mode before implantation. On (B)(6) 2015, since the patient's condition got worse after implantation, the surgeon tried to change the setting pressure and found that it had changed automatically. The setting pressure was changed with the programmer (82-3190) and then the patient's condition was improved. According to the surgeon, the "complete" message was displayed though the beep was shorter than usual. At an operation check conducted later, the same phenomenon was observed and it was also found that the cam of the valve was not rotating . There were no adverse consequences to the patient.